Event description:
It was reported that the patient was experiencing coupling issues. It was noted that action was planned but not yet taken. It was noted that x-rays would be done to establish the position of the pocket adapter. It was noted that potential surgical intervention following results of the x-ray. It was noted that the x-ray was performed on (B)(6) 2013 thus awaiting feedback. It was noted that the patient was unable to gain more than 2 squares coupling when recharging the device and taking the patient 7.5 hours to gain a quarter of battery life. It was noted that the manufacturing representative saw the patient in the hospital setting and was unable to gain more than 2 squares coupling thus requested the neurologist to have a x-ray performed to determine the issue. It was noted that it was very difficult to get coupling. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that there were no patient symptoms or complications associated with the event. It was further noted that the patient was very frustrated as he was spending hours charging and it has impacted his quality of life. Additional information received reported that no malfunctions were seen but it looked as if the device had flipped. It was noted that no intervention was planned yet but from looking at the x-ray the surgeon would need to operate. It was noted that the patient was receiving therapy but had to charge for 7 hours for quarter battery life. Additional information received reported that the patient was operated on (B)(6) 2013 and the device was replaced. It was noted that the device was back to from as per x-ray thus the device had flipped over in the pocket. It was noted that once turned over there was great variation in coupling despite the recharger being well placed and any slight movement resulted in a vast change in coupling. It was noted that antenna locate was performed to get better coupling and again proved difficult. It was noted that the surgeon was concerned thus opted to replace the device.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. The battery had reduced capacity due to overdischarge. (B)(4).

Manufacturer narrative:
(B)(4).